Event description:
It was reported the patient's scs ipg was replaced with a small model ipg because the patient had lost a significant amount of weight and begin experiencing discomfort at her ipg site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.